Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm and a motor position encoder error alarm. Customer reported that insulin pump was exposed to MRI. Customer reported that drive support cap appeared normal. Customer's blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current and run current tests. Unable to verify the motor position encoder error alarm due to the motor error alarm. The pump had a cracked reservoir tube lip.